Manufacturer narrative:
Customer's product has been requested back for investigation. A follow-up report will be filed once an investigation is complete.

Event description:
Customer reports receiving erratic readings in blood glucose tests. Customer received readings of 97 mg/dl per adc meter and 24 mg/dl per lab result within 10 minutes. All tests were performed on the arm. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.